Event description:
A customer states that after puts the reagent strip into the glucometer elite it flashes an f# and the hi (result over 600 mg/dl). The customer wanted to know what this meant since they got a reading over 600mg/dl. The system is designed to display a "hi" if a blood glucose reading is over 600mg/dl. While on the phone a review of the operation of the system was attempted. The only results that could be obtained were f11, a flashing f11 and hi. It was learned that the customer is using excel off brand reagent strips. The customer was told that bayer does not manufacture nor support the use of an off brand reagent. Since the electronics of the system could not be evaluated. A request was made to return the system for further testing and evaluation. Follow-up with the customer will be made. In the meantime a replacement unit was provided to the customer to use.